Event description:
A device was returned to the third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation of serious or permanent harm or injury. The bipap a30 was returned to the third party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation, foam particles were observed. In conclusion, the device's foam filter needs replaced to address the issue. The device was scrapped per the customers request. A final report is being submitted. If new information becomes available, a follow up/supplemental report will be completed.